Event description:
Pt had groshong placed surgically in 2000. Groshong began to leak in 2001. Leak became significant enough that fluoroscopy x-ray was conducted after pt showed swelling in area of groshong insertion. The leak is not in either lumen/port. Groshong was noted to have leaking in catheter between insertion site and where the lumen splits.